Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had driven count or time values or changes incorrect for moving or coasting, too slow or too fast. The customer blood glucose level was 397 mg/dl. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the unit, and it passed.